Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Inspection of the device found the exposed portion of the soft cannula was observed to be torn. The exact timing and cause of the soft cannula tear cannot be determined. It is unknown if the tear contributed to the reported event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control android. Omnipod software app version: 3.1.1. Operating system: ap3a. 240905. 015. A2. S921usqs4byg2. Hardware: sm-s921u. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. In addition, the patient reports they had been vomiting.